Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the response buttons were non-functional. The cause for the failure was glue contamination on the front response button switch dome. The root cause for the glue contamination was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor had non-functional response buttons.